Event description:
It was reported that a smiths medical fluid warmer leaks. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h 10- investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 complaint of leaking was verified due to cracks on cover. Crystal leakage in the lcd. The complaint of leakage is believed to be customer damage as device in used in critical cares that can become chaotic. Action was taken to replace tank cover. Repair summary: replaced: pcb, drain fitting, tank cover, and front cover. Performed pm.